Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device would not power on. In this state the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's rear case and updated the device's software to resolve the reported issue. The root cause of the reported issue was determined to be a battery pin being pushed back and not making adequate contact with the battery contact.

Event description:
The customer reported to physio-control that their device would not power on. In this state the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.